Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon replacing the old device and implanting a new pacemaker the original pacing mode was changed from ddd to vvi and also the atrial based alarms were turned off on the latitude site. Approximately one week after the implant it was noted that the hospital received an alert for atrial impedance measurements. An inquiry was made as to why the alarms were seen. Boston scientific technical services (ts) noted that the device does have daily measurements for the right atrial lead impedance measurements and intrinsic amplitudes on, this can be programmed off with the programmer. No further information was provided and the system remains implanted. No adverse patient effects were reported. Additional information received noted that the patient was in chronic atrial fibrillation and the lead was a competitor lead.